Manufacturer narrative:
Device was received in normal range of operation. Analysis of device was performed, including sensitivity and electrical measurements with no anomalies were noted. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the r-wave amplitude was high on the right ventricular channel. A pacing system analyzer (psa) was used to measure the r-wave amplitude on the lead with no anomalies. When the psa was used to measure the r-wave amplitude on the device, it was high and out of range. The device was replaced to resolve the event and the patient was stable.